Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "subtrochanteric transverse shortening osteotomy in cementless total hip arthroplasty achieved using a modular stem" written by hiroyasu ogawa, md; yoshiki ito, md, phd; masato shinozaki, md; kazu matsumoto, md, phd; katsuji shimizu, md, dms published by orthopedics. 2011;34(3):170 https://doi.org/10.3928/01477447-20110124-24 published on 1 march 2011 was reviewed for MDR reportability. The article reports on 6 patients and 6 hips that received subtrochanteric transverse shortening osteotomy with a mean follow up 8 years. All stems were depuy srom, 3 hips at duraloc cups and 1 hip had ztt cups and the remaining 2 had non-depuy cups. Bearing surfaces were mop. Adverse events: dislocation in 2 patients - one due to liner failure 3 months post op (treated with surgical intervention for liner exchange) and the other was trauma related 6 months post op. The article does not provide adequate information to determine exact quantities of products as patients may experience more than one adverse events.